Event description:
It was reported that while putting the ultrasonic scalpel in inventory, it was noticed that "there is a hair passing through the sterile seal." The device was not used.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) in a sealed package for an evaluation. Visual inspection revealed presence of a loose hair inside the packaging, brownish in color, approximately 1 inch long, located in the lower left hand side of the pouch (with chevron side up). Since the device was returned to sss in a sealed package, the most likely root cause is the device not being inspected correctly prior to distribution from stryker sustainability. Sss's internal procedures state: "visually inspect entire sealed tray for seal defects including cleanliness, seal continuity, channel voids, seal separation, if any defect is observed, repackage device." This is the first complaint of this nature that sss has received.